Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, it was alleged that the endowrist one vessel sealer instrument did not seal adequately. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported the during a da vinci-assisted prostatectomy procedure, the force of the endowrist one vessel sealer instrument grasping weakened and the sealing effect was lowered and didn't have any effects compared to usual. The sealing failed and bleeding was larger than usual so a new endowrist one vessel sealer was used and the planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. On 08/17/2017, intuitive surgical, inc. (Isi) contacted the customer and obtained the following information regarding the reported event: the endowrist one vessel sealer instrument did initially seal properly and there were no related errors on the system or electro surgical generator unit. Audible beeps were heard indicating the seal cycle was complete but the tissue effect was low and required several attempts to complete the seal. Estimated blood loss was not large and no blood transfusion was required. The backup endowrist one vessel sealer instrument was able to seal as expected. No video was available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint of ¿force of grasp weakened, sealing effect lowered¿. The electrical continuity test passed. The instrument was plugged in properly with no issues to the instrument control box (icb). The blue light lit up on the icb indicating power was being delivered and the unit was properly connected. The instrument successfully passed self-test on multiple attempts. The grips opened and closed properly. No misalignment or physical damage was observed at the grip tips. Energy activation test was then conducted on the system. No faults or error messages appeared during in-house testing. No loss of power and no intermittent energy was observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and the gap was found to be within specifications. Data log review was performed and did not show any energy activation or gripping related errors. There were no additional findings.